Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr; qc 2: 2.6 inr; qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 1:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 1.6 inr. At 1:05 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. At 11:45 a.m. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. At 1:45 p.m. On the same day, a sample from the patient was tested using the meter, resulting with a value of 3.4 inr. At 1:45 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. At 2:45 p.m. On the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. At 1:45 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. At 2:45 p.m. On the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. The values obtained in the laboratory were believed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr.